Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.7, 3.7. Date: (B)(6) 2011, inratio: 2.1, lab: 1.9. Patient's therapeutic range is about 2.0-3.0; physician prefers him to be on the higher end of the range. Customer has been testing for 2.5 years on the at-home monitor and has historically been very consistent.